Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 324 mg/dl during the call. Troubleshooting revealed that the insulin pump gave an alarm that erased the settings prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.